Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 14.0-14.8cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported during device change out for eri, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced. There were no patient symptoms noted.